Event description:
It was reported that initially there was a rupture of the balloon and then a rupture of catheter which was blocked in the artery. Reportedly, the pt had an arterial thrombosis, that necessitated surgery and recovery of the piece of catheter (limited info available at this time).

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the MFR to date. The investigation is currently underway.